Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of needle knife broken.

Event description:
It was reported to boston scientific corporation that a microknife xl was used in the bile duct during a papillotomy procedure performed on (B)(6) 2025 during the procedure, the tip of the microknife xl knife was broken. It was reported that no part of the cutting wire detached and fell into the patient. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event and the patient's condition at the conclusion of the procedure was reported to be stable.